Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a knee arthroscopy procedure the top jaw of the biter broke off. It was retrieved from the patient and the biter was replaced. The case was completed with no further issues and the patient is fine to date.